Event description:
Customer's mother called reporting that customer was wearing his insulin pump and he was pushed into a swimming pool. Customer's blood glucose level is 361 mg/dl. He has treated with manual injections. The device was exposed to fluid and moisture. Customer was advised that the device is only water resistant, and not water proof. After the device was exposed to moisture, the numbers started to move up without input. The buttons are not working. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. Moisture damage was noted on the display board.